Event description:
It was reported that the urine output measurement was missing in the sensica device during an hour where the "hang bag and attach tube" notification was active and nurse did not press the "resume" button. The "hang bag and attach tube" notification became active at 7:57am. The 8am-9am hour block and the current hour displayed 0ml urine output. Notification was cleared at approximately 9:49am, causing 57ml to be populated in the current 9am-10am hour block. The 8am-9am hour block displayed 0ml and "away", the current hour displayed 57ml.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urine output measurement was missing in the sensica device during an hour where the "hang bag and attach tube" notification was active and nurse did not press the "resume" button. The "hang bag and attach tube" notification became active at 7:57am. The 8am-9am hour block and the current hour displayed 0ml urine output. Notification was cleared at approximately 9:49am, causing 57ml to be populated in the current 9am-10am hour block. The 8am-9am hour block displayed 0ml and "away", the current hour displayed 57ml.

Manufacturer narrative:
Upon further review, bd has determined that this event was initially reported in error. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.